Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery (lad). A 32 x 2.75 promus premier select was implanted for treatment of the target lesion. However, post procedure and prior to discharge, the patient died.